Manufacturer narrative:
Examination was not possible, as the device was not returned. The investigation was limited to the information provided. The investigation could not draw any conclusions about the reported event with the clinical details provided. No further investigation is warranted at this time. A review of the device history record was performed which confirmed no inconsistencies. (B)(4).

Manufacturer narrative:
Initial reporter zip: (B)(6). (B)(4).

Event description:
During an acl reconstruction procedure it was reported that the surgeon had been drilling an acl tunnel and part of the drill had snapped off. After the procedure the scrub nurse noticed part of the drill was missing and notified the surgeon, the surgeon then called for x-ray and identified where the fragment was located in the soft tissue. Surgeon made the decision to close the incision sites until x-ray results were received. Drapes, swabs and bags searched, nothing found. Suction filter checked and part of the broken drill was found. The floor was searched and nothing was found. The patient's incision sites were reopened 45 minutes later and the drill bit removed. The surgeon is confident that no metal fragments were left in the patient's knee. The patient was unharmed and recovered normally. Information received stated the device has been disposed of.